Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter and sensor liner did not stay on sensor base. The customer also reported blood at sensor insertion site. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, mmt-7040a and mmt-7512g. Troubleshooting was performed for the loss of communication issue and confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter, advised a possible issue with the transmitter. Troubleshooting was performed for the serter issues and customer was reporting issues with sensor serter. Unable to determine reason for issue. Troubleshooting was also performed for the blood at site and found no blood on the sensor connector. Instructed customer that non-serialized product will be replaced. No further patient complications were reported. The product(s) mmt-1884, mmt-7841zn, mmt-7040a, mmt-7040a will not be returned for analysis. The product mmt-7512g will be returned for analysis.